Event description:
Procedure was a two-vessel case with one lesion located at the mid rca and the other at the mid lad. First percutaneous transluminal coronary angioplasty (ptca) was performed on the lesion in the mid rca and a stent was deployed. A balloon catheter was used to post-dilate the stent. Upon removal of the guide wire, the tip was found to be damaged. Another guide wire was used to continue the procedure and a stent was deployed in the mid lad. Reportedly, there was no patient injury.